Event description:
Patient had a known severe reaction to latex in the past. Immediately after intubation the anesthesiologist noticed the package insert #68e3566. The back contains the symbol for latex. Due to the fast paced situation, he failed to notice that the insert was an explanation of the symbols and extubated the patient. The patient was reintubated without difficulty. The packaging was confusing and the outside of the box does not clearly state that the product is latex free.====================== health professional's impression======================confusing packaging====================== manufacturer response for endotracheal tube, nim contact emg======================the only medtronic xomed product which contains natural latex as a component are the external ear protectors (14-15000 and 14-15005) which contain a packaging that contains natural latex.